Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a transabdominal preperitoneal procedure on (B)(6) 2020 and the suture was used. During surgery, during peritoneal suture by continuous suturing, the needle was detached from the suture though no extra force was applied, so it could not be used. It was not a control release needle. There were no adverse patient consequences reported.